Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: reporter: middle name: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided section e1: reporter: telephone number: (B)(6) section h3:the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by surgeon that there was resistance upon insertion of monofocal preloaded intraocular lens (iol) inside patient's eye. Account reported that the cartridge tip was probably blocked and lens was coming out at the side of the tip instead. Cartridge tip was in contact with patient's eye. Sutures were not required. Vitrectomy was not required. There was no delay in procedure. End user didn't seek medical attention. No medications were prescribed. Patient is fully recovered. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: 15 may, 2025 section h3: evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveals that the complaint product was received in a smartload tray and the lens was stuck in the cartridge tip. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip was cracked and bent. Stress marks were observed on the cartridge tip but were in specification for a used device. The lens module was inspected revealing no issues. The lens could not be removed from the cartridge tip for further evaluation. The complaint issue difficult to use was not identified during product evaluation. The complaint issues stuck in cartridge and cartridge tip cracked/damaged were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.